Manufacturer narrative:
(B)(4). Concomitant product: quick cross support catheter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unique device identifier: the UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. A balance middleweight (bmw) guide wire was being used with a non-abbott support catheter when there was difficulty removing the guide wire through the catheter. The guide wire and the catheter were removed together and a fielder xt guide wire was advanced to the lesion. The non-abbott support catheter was successfully used with the fielder xt. The guide wire was removed and two other non-abbott guide wires were also used with the support catheter without issue. The procedure was successfully completed at that time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.